Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This study aims to evaluate the relationship of quantitative coronary analysis-based quantitative flow ratio (qfr) after second-generation drug-eluting stent (2nd gen-des) implantation to clinical outcomes. 52 lesions of 45 patients were analyzed in this study from october 2014 to december 2015. Four types of 2nd gen-des were available for use in the study. Resolute integrity stents were one of the types used in the study population. Clinical outcomes reported included death, myocardial infarction, and clinically-driventarget vessel revascularization (tvr) which included target vessel pci and bypass surgery of the target vessel performed in the population at 68 years. The follow-up period was at least 18¿30 months. Death was defined as all-cause mortality. Of 52 lesions, tvr was performed in eight lesions. Tvr occurred in one patient implanted with a resolute integrity stent.